Manufacturer narrative:
Citation: zengin e et al. Interventional treatment of a failing pulmonic and tricuspid bioprosthesis in hedinger syndrome. Jacc cardiovasc interv. 2016 aug 8;9(15):e145-6. Doi: 10.1016/j.jcin.2016.07.015. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a (B)(6)-old female patient with who underwent implant of a non-medtronic bioprosthesis in the tricuspid valve position and a medtronic freestyle bioprosthesis (serial number not provided) in the pulmonary valve position. Two years later, the patient presented with leg swelling and dyspnea due to stenosis of the pulmonary valve. This was treated with pulmonary artery stenting and implantation of a non-medtronic bioprosthesis. No additional adverse patient effects or product performance issues were reported regarding medtronic product.

Event description:
Additional information received from the physician/author stated that medtronic product did not cause or contribute to the observed adverse events.